Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The transformer taps were reseated and ps1 voltage was adjusted to optimum operating voltage. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported intermittent communication failed error messages. This error results in x-rays being disabled. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.